Manufacturer narrative:
The technician found the head end caster not holding due to the brake/steer link bars plastic bushing broken, the hex brake rod was detached from link bar, the casters wobbling and snagging against hi/lo column corners. Also the caster supports were broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caster supports on both head end casters and the brake/steer main bearing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating brakes were not working (brakes not holding). The bed was located at the account in the ground floor hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).